Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at night, the patient is experiencing a fluttering sensation, similar to a vibration. This was something that has not happened before and the caller was concerned the cardiac resynchronization therapy pacemaker (crt-p) was not working properly. The device remains in use. No further patient complications have been reported as a result of this event.